Event description:
Caller states patient tested 1.6 inr on the coaguchek xs system while a comparison lab returned as 2.60 inr. No actions taken based on meter result. No adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a pulmonary stent procedure for a stricture in the trachea performed on (B)(6), 2010. According to the complainant, the stent was being placed in the trachea for a stricture of unknown size, but reported as "nothing unusual". There was no dilation of the area prior to the procedure. After the stent was deployed by approximately one-third, the deployment suture broke. The stent and delivery system were removed from the patient, and the procedure was completed with another ultraflex stent. The complainant stated that the physician has used this stent many times before. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable", and that he recovered uneventfully.